Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the display on the pump was "fuzzy". Reportedly, the display is clear at first; however, a few seconds later the screen gets fuzzy and "pixely" which made it difficult for the customer to see the features. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until the replacement pump is received.